Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the response buttons were non-functional. The cause for the failure was a missing response button switches. The root cause for the missing switches was physical abuse. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that the response buttons weren't working on a patient's monitor.